Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (serial: (B)(6) was implanted utilizing a small flexnav delivery system. The patient had a history of first-degree atrioventricular block and a short membranous septum at 1.2mm. The valve was implanted at a depth of 4mm on both the left and non-coronary cusps. At release, the patient went into 2:1 heart block and patient left the or with temporary pacing. On (B)(6) 2024, patient developed complete atrioventricular block and a permanent pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported surgery, unexpected medical intervention, and hospitalization is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.